Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600 mg/dl with high ketones. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as customer did not have pump available for troubleshooting, and declined to upload pump data review by tandem technical support. Bg was treated via a manual injection. The customer was instructed to consult with healthcare provider regarding bg level.